Manufacturer narrative:
(B)(4).

Event description:
It was reported that during initial implant surgery on (B)(6) 2015, the vns patient¿s device at first was able to verify heartbeat detection (sensitivity level ¿ 3) but for only a few seconds. After, the device was unable to verify heartbeat detection (bpm - ?????) Despite testing all sensitivity levels and adjusting the location of the generator inside the pocket. Tachycardia detection was confirmed to be programmed on and the nerve was irrigated. It was noted that the device was implanted in normal placement and was able to be interrogated without any issues. Troubleshooting was performed on the programming system but did not resolve the issues. The final attempt retested sensitivity level ¿ 3 and the device again was able to verify heartbeat detection for only a few seconds. The surgeon elected to complete the procedure stating that the issues may be related to the anesthesia. No pre-surgical evaluation was performed. The patient was next seen on (B)(6) 2015 and the issues continued. Using sensitivity level ¿ 3, the device was again able to verify heartbeat detection for only a few seconds. The remainder of this test and all other tests at each sensitivity level were unable to detect the patient¿s heartbeat (bpm - ?????). It was noted that when the device was unable to detect heartbeat, the data received indicator of the programming wand was not on. The wand battery and usb serial cable for the programming system were replaced and a final test was performed using sensitivity level ¿ 3. With the patient being restrained by her mother, the device was able to detect the heartbeat for approximately 11 seconds but then again showed bpm - ?????. The data received indicator was on when heartbeat detection was successful. The patient¿s device was programmed on during the office visit. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
Available programming data from (B)(6) 2015 was reviewed. Diagnostics performed on the day of surgery shows results within normal limits (impedance - 2421 ohms). Tachycardia detection was programmed on, and sensitivity levels 1 - 5 were attempted. At the conclusion of the available history, the auto-stimulation was programmed on and the sensitivity setting was 3 with tachycardia detection remaining on at 40% threshold. Additional data showed that the device is auto stimulating based on the tachycardia detection.

Event description:
Further information was received that the patient's generator had reached 25% battery indicator after about two years of implant. It was reported that a different vns generator implanted in a different patient was programmed to similar settings and had performed a similar number of autostimulations as the suspect device, but it was at full strength. The settings were not provided. A review of the device history record indicated the generator had passed all quality inspections prior to release for distribution. It was also found that the generator was laser-routed during the manufacturing process. This process has been shown to cause debris causing excess current draw which can lead to premature battery depletion. No surgical intervention has been taken to date. No further relevant information has been obtained.

Event description:
A company representative attended a follow-up appointment with the patient and reported that the patient is doing "fantastic" and has had an "unbelievable" success so far. Additional programming history was received, but has not yet been reviewed.

Event description:
Further information was received through analysis of additional programming data. It was found that around two years after implant, the battery indicator was displayed as 25% based on the measured battery voltage. However, the battery indicator should have been displayed as 100% based on the estimated charge consumed calculated from the programmed settings. This indicated the battery had depleted more quickly than expected likely caused by the laser-routing process during manufacturing. No surgical intervention has been taken to date and no further relevant information has been obtained to date.

Event description:
Report received that the generator was replaced. The reason for replacement was said to be battery depletion, possible premature battery depletion. The generator was reportedly sent to the manufacturer but has not been received to date. No further relevant information has been obtained.

Manufacturer narrative:
Remedial action initiated; corrected data: the previously submitted manufacturer report inadvertently did not include the actions taken for the reported event. Action reported to FDA; corrected data: the previously submitted manufacturer report inadvertently did not include the internal reporting number assigned for the actions for the reported event.

Event description:
Further information was received that the generator was received by the manufacturer. Product analysis has not been completed to date. No further relevant information has been received.

Manufacturer narrative:
Describe event or problem, device available for evaluation?, corrected data: follow-up report #7 incidentally included information that the device had been received for analysis. However, this information was known prior to follow-up report #6 being submitted. Follow-up report #6 incidentally did not include information that the generator had been received for analysis. Follow-up report #7 should not have been initiated after information regarding the product return was obtained.

Event description:
Product analysis was completed on the generator. There were no visual anomalies observed besides the typical tool and burn marks and discoloration seen with implant and explant. Both interrogations and system diagnostics were performed on the generator and all results were within normal limits. The diagnostic battery voltage was measured and indicated the generator had not completely depleted. The generator performed according to all functional and electrical specifications. Undersensing was not duplicated as the generator passed the final configuration r-wave test. The data from the generator also provided evidence of premature battery depletion. The displayed battery indicator that was determined by the measured battery voltage was not consistent with the expected battery indicator determined by the charge consumed from the vns settings. No other anomalies were seen. No additional relevant information has been received to date.